Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on radius. Leak test and microscopic analysis was performed which identified: opening crease sharp on radius and voids observed in the textured part of the valve (vv), it is out of specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: void on valve texture side assessed as a workmanship. An opening crease sharp on radius assessed as fold flaw opening. Further investigation summary: review of DHR did not identify any errors, deviations, omissions, or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. Review of the event "void in valve" did not identify any ncs or CAPA associated with this information. The review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan procedures, and no anomalies were found in the documents to the reported event. According to the device analysis performed in the laboratory, it was observed a void in valve on side out specification. This observation has no relation with the reported event. According to the current risk documents the event of " void in valve " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.